Manufacturer narrative:
Summary of the investigation: the review of manufacturing records confirmed that the lead was released according to all applicable processes, with no inconsistencies identified that could be linked to the reported issues. As received, the fixation mechanism operated as specified. The helix length was measured at 1.7 mm, which is within the acceptable range, and no screw bending or damage was observed. No tissue or blood residues were observed inside the screw housing, which may suggest that the screw was not well fixed to the myocardial cavity, or that the contact may not have been sufficient to achieve proper electrical values. This could explain the abnormal electrical obtained during the implantation attempt. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported electrical issues at the implantation attempt may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead into the cavity. Based on the available data and the investigation results, a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the enclosed report analysis.

Event description:
On 2025(B)(6) a patient (complaint(B)(4)) who had a reintervention due to pacing failure ito replace the he vega r52 (serial number:(B)(6) by a new vega r52 (serial number: (B)(6), with thhis new lead during the implantation a high impedance of over 3000 ohms was observed. Upon inspection of the vega r52 (serial number: (B)(6) screw, it was found to be clogged with tissue debris. Therefore, the use of this lead was discontinued and a new lead was implanted. While the observed high impedance may have been caused by tissue debris, a lead issue cannot be completely ruled out, and there is a possibility of a lead fracture at the location where the anchoring sleeve was attached. The physician is requesting an analysis and a report of the analysis results. Patient files and x-ray images are not available due to hospital rules.

Event description:
During a reintervention to replace an old lead by the vega r52 (serial number: (B)(6) , with thhis new lead during the implantation a high impedance of over 3000 ohms was observed. Upon inspection of the vega r52 (serial number: (B)(6)) screw, it was found to be clogged with tissue debris. Therefore, the use of this lead was discontinued and a new lead was implanted. While the observed high impedance may have been caused by tissue debris, a lead issue cannot be completely ruled out, and there is a possibility of a lead fracture at the location where the anchoring sleeve was attached. The physician is requesting an analysis and a report of the analysis results. Patient files and x-ray images are not available due to hospital rules.